Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 5 off bus and powered off. A field service engineer (fse) reseated row board connectors for drawer 5 and done the hardware test application successfully. The system functioned as intended after field service engineer repaired the device.